Event description:
Reference number (B)(4). Event occurred in the united states. On 01-july-2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours after insertion. The site of location was abdomen. The blood glucose was reported 310 mg/dl and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.